Event description:
It was reported that the patient internal device suddenly stopped functioning in 2007. Reportedly, the patient's external equipment was exchanged without an increase in hearing performance. The results of an integrity test five days later were consistent with receiver/stimulator function and malfunction. Cochlear recommended explant/reimplant surgery.